Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info was requested. If it becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported (B)(4) that, "because of a cracked/failure to hip prosthetic device used, a third unnecessary complete total hip revision was needed quite emergency. Having only lasted a little over one year, it was appearing to both pt and surgeon, since this was to become (philosophically) the last revision to take place because of the age of the pt (myself) and the permanence to which this hip device was surgically placed and reinforced. The use of cadaver bone, hip trochanter claw and also banding to hold the entire production together, there was absolutely no dysfunction to the pt and it seemed the combination of products would suit for the duration of my lifetime. The surgeon at that time was proud of the work (extremely extensive) and I even walked without a limp. Unsure-unless within this paperwork/medical records. I do not believe, nor does either dr or surgeon since believe there was any concomitant medical product involved nor therapies utilized that would have caused this product/hip implant to fail as it did and at such an early date after implantation. There was also no fall, accident, nor incident regarding my left hip which would or should have compromised it in any fashion. I never took up skiing or dancing again after the loss/failure of these systems."